Event description:
It was reported by the complainant that the automated impella controller was having connectivity issues. During the investigation of the device, it was discovered that the purge disc retainer had snapped off. There was no patient harm reported.

Manufacturer narrative:
Data analysis: imc logs are not relevant to this failure mode. Device analysis: console arrived in danvers. Purge assembly was inspected. It was noted that the purge disc retainer had snapped off. This report is being filed as part of a retrospective review of historical records.